Event description:
It was reported that a female medic injured her hand while raising the cot in a confined space. Allegedly, the medic placed her hand on the cot and was standing against a radiator. While raising the cot, her hand became pinched between the cot and the radiator.